Manufacturer narrative:
(B)(4).

Event description:
It was reported while unpacking a device for a treatment procedure, guidewire coating issue occurred. The target lesion was located in the liver. A 180x25cm fathom guidewire was being unpacked when the coating on the distal tip was noted to be peeling. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire was sticky. There was solidified residual material (ie. Contrast, or saline) on the distal tip, as-received. After disinfecting the guidewire, the coating was smooth and consistent. The outer diameter (od) of the guidewire measured within specification. The guidewire was rough in the as-received condition; however, it appears that this was attributable to the presence of residual material since the guidewire coating was smooth after disinfection. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported while unpacking a device for a treatment procedure, guidewire coating issue occurred. The target lesion was located in the liver. A 180x25cm fathom guidewire was being unpacked when the coating on the distal tip was noted to be peeling. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.